Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 8. Details of surgery: immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.